Event description:
The customer stated that the spo2 simply stopped working and did not provide any technical alarms (inops). No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the spo2 simply stopped working and did not provide any technical alarms (inops). No patient harm was reported.